Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Inquiries have been sent out regarding the return of the device and correspondence has been received stating that the return is in progress. Once the device is received and evaluated, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the tip coil of the flow diverter device could not be opened despite several attempts (resheathing and redeploying the device). Prior to the event, the intention was to use spring coils and medtronic flow diverter device for aneurysm embolization. Once the medtronic microcatheter was in place, the flow diverter was released and that was when the malfunction occurred. The flow diverter was not deployed on a bend. It was on a straight segment when attempting to open the distal part of the device. The flow diverter was withdrawn, and the tip was found to bent. The flow diverter was replaced with another medtronic flow diverter of the same model and the procedure was completed with no effect to the patient. Post procedure angiography showed blood obvious stasis. No patient injury was reported as a result of the procedure. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 11.4mm x 4.5mm located in the ophthalmic segment of the internal carotid artery. The patient¿s vasculature was moderate in tortuosity. The patient was on dual antiplatelet therapy (dapt), but the pru level was unknown. The distal and proximal landing zone was 3.96mm x 4.68mm

Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation with the distal and proximal ends of the pipeline flex braid fully opened and moderately frayed. No other anomalies were observed. The event occurred during treatment of an unruptured, saccular aneurysm located in the ophthalmic segment of the left internal carotid artery (ica). The product analysis does not indicate a potential or confirm manufacturing issue; therefore, no lot history record review is required. Based on the analysis findings, the customer complaint could not be confirmed. The event cause could not be determined as the distal and proximal ends of the returned pipeline flex braid appeared fully opened and moderately frayed. However, the cause for damage could not be determined. No damages were found with the returned pipeline flex pushwire. The customer reported that the patient¿s vessel tortuosity was moderate and the device was re-sheathed several times. It¿s possible that the patient¿s vessel tortuosity and damaged braid may have contributed to the reported issue. The damage to the braid on the ends of the pipeline flex is likely the results of the physician re-sheathing the device more than recommended two times. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire sim ultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ no evidence was found to indicate that the device failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. The investigation determined that this was a known failure mode. Therefore, no formal investigation was required. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.